Event description:
Revision surgery - due to the glenoid baseplate central screw broke which allowed the peripheral screws to pull out also. The glenosphere was still connected to the baseplate at the time of removal.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2019-01273; 508-32-204, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.